Manufacturer narrative:
The device was not returned for evaluation as it remains in the patient. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a creo mis locking cap loosened post-operatively. A revision surgery has been scheduled.

Event description:
It was reported by a representative from japan that a revision surgery was done due to a creo mis locking cap loosened post-operatively.

Manufacturer narrative:
The device was returned for evaluation and initial observation revealed regions of wear and abrasion to the implant surfaces. It is possible the wear occurred during the removal process or during use. The imaging provided showed a single locking cap is no longer retained in the screw head since the initial surgery. An exact cause of the reported issue could not be determined.

Manufacturer narrative:
The device was not returned for evaluation as it remains in the patient. The imaging provided showed a single locking cap is no longer retained in the screw head since the initial surgery. An exact cause of the reported issue could not be determined.

Event description:
It was reported that a creo mis locking cap loosened post-operatively. A revision surgery has been scheduled.